Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the event was not reported. It was not reported if the patient was hospitalized or treated for the event. At the time of this report, the patient outcome was unknown and pd therapy was ongoing. No additional information is available.